Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a permanent implant of the spinal cord stimulation (scs) device and was stable and doing well postoperatively. However, four days after the procedure the patient passed away. The physician assessed that the death was not related to the surgery or anesthesia; the patient had pre-existing health issues such as cardiomyopathy that was unrelated to the device.